Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had noise with isometrics and a lead fracture was suspected. During the extraction of the atrial lead the right ventricular lead may have been damaged and was now exhibiting high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Event description:
It was reported that the atrial lead had noise with isometrics and a lead fracture was suspected. During the extraction of the atrial lead the right ventricular lead may have been damaged and was now exhibiting high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.